Event description:
It was reported that the driver bolt broke during insertion of the femoral nail. This resulted in the need to insert the nail without utilizing the outrigger as well as prolonged surgery time. It was also reported that the rod bender jammed resulting in the need to use another nail. Patient status: extended surgical time, otherwise no patient consequence.

Manufacturer narrative:
Add'l catalog # 124777.